Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 305 mg/dl. The customer connected the pump to a power source to charge for one hour and the pump turned on. Reportedly, the customer would continue to use the pump for therapy but also has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.